Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath clear exhibited visible air bubbles when aspirated. A couple of significantly sized air bubbles were observed traveling down sheath coming from the handle when delivering ablations to the right inferior pulmonary vein (ripv). The irrigation line was closed off to the patient and the physician proceeded to aspirate the bubbles out. The line was checked for any additional air before re-opening the irrigation line back up to patient. After maneuvering to the right superior pulmonary vein (rspv), four ablations were delivered when another air bubble was noticed traveling down the sheath coming from the handle. The same steps were taken to aspirate air from the sheath and the procedure was continued. Additionally, it was suspected that the valve or seal of the sheath was possibly damaged. However, this sheath was used for the duration of the procedure and not replaced. No patient complications occurred. The device is not expected to return for analysis as it was disposed.